Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
The customer reported that during use the weld seam of the spring arm broke causing the partial separation of the monitor support. The monitor did not fall. No consequences to patient or bystander reported.

Manufacturer narrative:
The mentioned spring arm is mounted at a ceiling supply unit and intended to hold a monitor and to allow position adjustments according to the user¿s needs. During use a weld seam of the ondal ac2000 spring arm broke. The attached monitor loosened but did not fall down, no injury was reported. It was found that the affected spring arm was manufactured in 2004. At some spring arms of the relevant manufacturing period the weld seam near the monitor may fail. They may not be able to withstand the dynamic loading if monitors are moved frequently. The affected spring arm was in the scope in a field safety corrective action initiated in 2014. In the scope of the action customers were requested to contact dräger service if using an ac2000 spring arm manufactured until the end of 2006. In those cases the arms were replaced by draeger. The arm has not been replaced in the scope of the field action. In addition it was found that the affected spring arm was inadequately modified by a third party. The spring arm was also equipped with a too large monitor not according to specification. It can be concluded that the inadequate set-up and the weak weld seam led to the reported event. In the hospital (B)(6) the affected spring arm and four additional spring arms were replaced. The user was informed about to the inadequate work on the spring arm by the third party. Similar situations in other hospitals are not known.

Event description:
Please refer to the initial-report.